Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the patient with this system experienced pacing spikes that were observed at an episode and at a surface electrogram. The patient has a known high pacing threshold. At a sudden brady response episode a ventricular blank after atrial pace was observed due to the device programming. There was a yellow alert due to low amplitude at the right ventricular lead channel. Device programming was discussed. The system was explanted without additional allegations and was returned for analysis. No adverse patient effects were reported.